Event description:
It was reported that a patient had passed away. Follow-up with the patient's neurologist indicated that the believed cause of death was related to a gtc seizure that occurred in front of the patient's family and he never woke back up. The patient's physician indicated he did not believe the death was related to vns. The explanted generator and lead were both returned to the manufacturer for product analysis. The pulse generator showed no signs of variation in the output signal and demonstrated that the device provided the expected level of output current when monitored for over 24 hours in a simulated body temperature environment. In addition, the generator passed all electrical tests when it underwent an automated electrical evaluation. Analysis was also performed on the returned lead portion. The majority of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. No obvious anomalies were identified in the returned lead portion. Continuity checks were performed on the returned lead portion, with no discontinuities identified. Additional information was later provided by (B)(6) stating that the death was most likely caused by unspecified epilepsy due to unspecified convulsions. The death was classified as probable sudep.